Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. T-wave oversensing was observed via stored nsln egm. The patient did not receive therapy. Recommend device reprogrammed to decrease the ventricular sensitivity.